Manufacturer narrative:
The investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center leakage from the disposable batteries was noted in the battery compartment of the device.